Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a difficult lvad implant operation and had a tear in their left ventricle that cause bleeding; a re-exploration was necessary. The patient later developed multisystem organ failure (msof) and covid-19. The patient ultimately passed away on (B)(6) 2021.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding, multi organ failure, left ventricle tear, and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists bleeding, multiple organ failures, infection (driveline, localized, and pump pocket or pseudo pocket), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. Section 6 also provides information regarding anticoagulation, including recommended inr values. This section also provides information regarding anticoagulation, including the recommended inr values. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.